Event description:
Philips received a complaint on the v60 ventilator indicating that there was a watchdog test failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the alarm, and the rse informed the customer that it was advised to replace the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. The rse also informed the customer of the installation process, including the reprogramming of the operational hours, serial number, and software option enabling. The cpu pcba part information was provided to the customer. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
On 06jun2025, the customer called a remote service engineer (rse) and confirmed that they had attempted to resolve the watchdog test failure by replacing the central processing unit (cpu) printed circuit board assembly (pcba) and motor controller (mc) pcba, but the issue was still occurring. The customer called the rse back on 11jun2025 and it was advised by the rse to replace the gas delivery system (gds). The customer called back on 17jun2025 and confirmed replacement of the gds and resolution of the issue. Following installation of requested software options, the customer confirmed in a good faith effort (gfe) response received on 30jun2025 that they had completed standard preventive maintenance on the device, and it had passed all the testing, confirming resolution of the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.